Event description:
Healthcare professional reported, a rupture. This relates to an unknown side. Device has been explanted.

Manufacturer narrative:
Continued e1: (address line 1): (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.